Manufacturer narrative:
Additional information h11: during evaluation, the device alarmed system error 322 (link switch error (low)). The cause was identified to be the lower auxiliary malfunctioning which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed to sense closed door in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door close not sensing" was not reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the malfunctioned lower auxiliary. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.